Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, longevity calculations confirmed the device did not meet longevity expectations per programmed values. Analysis found a leaky translator that resulted in a high current condition. This, in turn, caused the battery to deplete earlier then expected.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to a charge time greater than 45 seconds. This device is part of the shortened replacement window advisory, originally communicated april 5, 2007. However, it was unknown if the device was exhibiting the advisory behavior. A replacement procedure was scheduled. Subsequently, the device was explanted and returned for analysis.